Event description:
It was reported that indicated battery charge on pump dropped a significant amount in short period of time on a previous date, without any low power alerts or shutdown alarms and without causing unexpected shutdown. There was no reported impact to the customer¿s blood glucose level. Technical support provided education on how battery level can appear to jump and shared battery best practice tips, and caller understood, agreed to monitor system, and planned to call back if issue persisted, with no additional outcome information reported.